Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor reader was too hot. The patient was advised to unplug the remote monitor and leave it alone. No further troubleshooting was specified. The remote monitor is expected to be replaced. No patient complications have been reported as a result of this event.